Manufacturer narrative:
Investigation summary: investigation into this event found that the biased results were observed during correlation studies on a newly installed analyzer. Repairs by the field engineer did not resolve the issue. Further maintenance is scheduled, but has not yet been completed. The root cause of the event is unk.

Event description:
A customer observed biased qc and pt results for vanc on the vitros 5.1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.